Event description:
A consumer had essure inserted on (B)(6) 2010, four months postpartum. Full blockage was confirmed in (B)(6) 2011. She reports that nausea and brain fog started two months post-insertion, and worsened as time went on. She also reports experiencing a gradual increase in pelvic pain about two years post-insertion. In (B)(6) 2013, she was diagnosed with endometriosis. Other symptoms (unknown start date) included bad menstrual periods, migraines, extreme mood swings and joint pain. On (B)(6) 2014, she underwent a partial hysterectomy (her ovaries were preserved). Her uterus was found to be spongy and inflamed. Reportedly, essure was found to be intact in both tubes during surgery. She recovered post-hysterectomy.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.